Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on the initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and a pinhole was noticed in the middle part of the balloon. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).